Manufacturer narrative:
Device received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that the insulin pump had cosmetic damage. The customer was advised the insulin pump will need to be replaced as per troubleshoot. Insulin pump will be returned for analysis.